Event description:
It was reported that an already implanted valve needed to be replaced.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies.